Event description:
A patient reported that if they do not change their batteries correctly in the omnipod that they experience an "electrical shock" through their body. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).